Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the pump for a supply change, navigated off the fill tubing screen with agent assistance, and then observed ¿cgm offline ¿ enter bg¿ while operating without sensors and using bg-only mode; a fingerstick of 457 mg/dl about two hours prior was not accepted for calibration due to being over 400 mg/dl, and a later 399 mg/dl calibration was accepted after supplies were changed. Symptoms included hyperglycemia. Outcomes included successful calibration, continued monitoring, and subsequent improvement of bg to 167 mg/dl without hospitalization. Investigation included guided troubleshooting, education on calibration and workflow, and follow-up calls to confirm bg trends. Investigation of this case revealed that hyperglycemia occurred while in bg-only mode following a supply change, with no device alarms or malfunctions reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.